Event description:
Resident noted tear in clear silicone of accessory tip cover. Did not extend into dark gray area. Valleylab esu set at 35 cut/ 50 coag on dessicate. No arcing noted; no unintended tissue burning noted. Tip cover in use for 1 hour 45 min prior to tear being noticed.